Manufacturer narrative:
The infinity central station (ics) logs show serious grade alarms were being generated by two m300+ devices during the date and time of event (27-november-2025 at 05:43am). The m300+ logs provided do not contain entries for the date of event so it is not possible to determine the specific bed that was alarming for the ventricular tachycardia (vt) condition. Although several requests were made for additional information, a limited amount was provided. Without the specific logs and information necessary for a detailed investigation, it is not possible to fully determine what was occurring with the patient and the bed during the time of the reported event. This cannot be confirmed based on the information and logs supplied for this investigation. No further logs or information are currently available so the precise root cause for the reported behavior could not be determined.

Event description:
It was reported that a m300+ telemetry monitor that did not alarm for ventricular tachycardia (vt). There was no report of adverse patient impact.

Event description:
It was reported that a m300+ telemetry monitor that did not alarm for ventricular tachycardia (vt). There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.